Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed just distal of the molded suture wing. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported leakage in hole inside the vessel. ¿the leak is located just above point number 3 on the tube (counting from the aircraft part). The securacath attachment is present but at a distance from the leak, so the anchor itself could not have penetrated the tube. The catheter had been in place since (B)(6) (used during 2 courses) and was removed today when the leak was discovered. Oxaliplatin, fluorouracil, and calcium folinate have been administered through the tube. Due to the leak, there was some cytotoxic spill on the patient¿s skin, so it will be considered a patient injury (although it is unlikely to cause any harm other than possible skin irritation).¿ no other information was provided. Additional information received 10/28/2024: PICC total length is 53cm inserted in the brachial vein, in situ for 16 days. Exit site marking 4cm with the break between 2-4. PICC dressed in a j-loop and site dressed with chlorhexidine solution poured from a bottle. The hole is external to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported leakage in hole inside the vessel. ¿the leak is located just above point number 3 on the tube (counting from the aircraft part). The securacath attachment is present but at a distance from the leak, so the anchor itself could not have penetrated the tube. The catheter had been in place since september 16th (used during 2 courses) and was removed today when the leak was discovered. Oxaliplatin, fluorouracil, and calcium folinate have been administered through the tube. Due to the leak, there was some cytotoxic spill on the patient¿s skin, so it will be considered a patient injury (although it is unlikely to cause any harm other than possible skin irritation).¿ no other information was provided. Additional information received 10/28/2024: PICC total length is 53cm inserted in the brachial vein, in situ for 16 days. Exit site marking 4cm with the break between 2-4. PICC dressed in a j-loop and site dressed with chlorhexidine solution poured from a bottle. The hole is external to the patient.